Event description:
It was reported that the case involved a mid left anterior descending artery lesion that was heavily calcified. The guide wire (type unknown) was put down and then when the first xience v 3.5x23 was loaded on the guide wire and was attempted to be advanced through the sheath; however, resistance was felt upon advancement. Upon removal, the tip of the xience v separated and the tip remained on the guide wire. In addition, the stent dislodged outside of the patient's anatomy. The guide wire was replaced for a new one (type unknown) and predilatation was performed. The second xience v 3.5x23 was advanced over the guide wire with no issue; however, it would not cross to the lesion site. A non-abbott stent crossed to the lesion site treating the lesion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow-up will be submitted with all relevant information.